Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to be intermittently responsive. During investigation, evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the keypad buttons froze. The patient reportedly wears the pump on his belt, and does not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.